Manufacturer narrative:
Manufacturer ref# pr326289 blank fields on this form indicate the information is unknown or unavailable. Occupation: unknown. Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: retrieval hook bent on retrieval attempt. Requiring advanced methods to extract. Updated as per complaint form received on 29mar2021: filter was inserted on the (B)(6) 2019, was snared with gtrs and required considerable force to release the ivc legs from the ivc, the hook bent during retrival attempt and dr felt that the ivc filter wasn¿t sercure on the snare and did not want to risk the ivc filter inadvertently excaping the snare and lodging in the ivc. The white hub of the gtrs fell off during the procedure, dr was able to remove the gtrs. Dr subsequently snared the ivc with a second gtrs and used a rcfw-16.0p-38-45-rb g28445 as the external canula and the gtrs as the internal cannula. Ivc was successfully removed with this technique. Patient outcome: no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect was reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter hook was snared with a gtrs loop and bent during retrieval attempt. Two fluoroscopic images obtained during retrieval of a celect platinum ivc filter demonstrate the initial venogram with the filter appearing to be centered within the infrarenal ivc. There is no evidence to thrombus within the cone of the filter. One of the secondary struts of the ivc filter projects outside of the column of contrast by approximately 7 mm indicating penetration. The second image demonstrates the caudal tip of the gunther tulip retrieval set positioned just cranial to the hook of the ivc filter. The hook in the ivc filter is slightly unbent or straightened when compared to the initial image. The hook of the celect platinum ivc filter partially straightened during the retrieval. This finding is evident on the 2 fluoroscopic images submitted for review. The complaint report does state the dwell time of the ivc filter was approximately 18 months and that the ivc filter "required considerable force to release the ivc legs from the ivc". This required force is likely a byproduct of the long dwell time and potentially the penetration observed on the initial image. No other penetrations, specifically of the primary filter legs are observed, however the caudal aspect of the filter legs are not included on these images to completely evaluate the filter. Presumably the "considerable force" was greater than the force the hook of the ivc filter was designed to withstand to keep its original configuration. Despite this, the hook of the celect platinum ivc filter also has a ball on the end of the hook, which is helpful in avoiding the snare slipping off of the end of the hook even in a straight configuration. Straightening of the celect platinum ivc filter hook may occur during a difficult retrieval and is directly related to the retraction force required to collapse the ivc filter into the retrieval set. It is doubtful that the filter was not manufactured to specifications and that a failure of this type is more related to the filter sustaining forces it was not designed to sustain during a retrieval. Despite the issues described, the ivc filter was successfully retrieved. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.